Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had image noise. The device was inspected prior to use, the issue was found during an unknown therapeutic procedure, and the intended procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: image noise occurred / the image temporarily could not be seen, and the monitor showed a black screen with no image due to damage to the charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that image noise occurred / the image temporarily could not be seen, and the monitor showed a black screen with no image due to damage to the charged coupled device unit. Additional findings include the following: the adhesive on the bending section cover had a chip, the right / left lever did not move smoothly due to damage to the bending tube, and the bending section could not be fixed firmly due to damage to the forceps elevator lever. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.